Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change. The patient's right ventricular lead exhibited high out of range high voltage lead impedance prior to the procedure. A fluoroscopy, capacitor maintenance, and isometric testing found no other lead abnormalities. Physician elected to keep the lead and programming was done to monitor it more closely. Patient condition after the event was stable.